Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a tha performed on an unknown date, and revised due to periprosthetic fracture and femoral implant loosening. Subsequently, stem and head were revised with new construct and plating system used with cables to secure fracture. The patient underwent another revising due to drug resistant bacteria infection. Patient had a right hip washout, debridement ad exchange of head and liner. Radiographs were provided, however were not further reviewed by a health care professional as images would not enhance an investigation for infection. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. Complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a right primary tha performed on an unknown date and was revised due to periprosthetic fracture and femoral implant loosening. Stem/head revised with new construct and plating system used with cables to secure fracture. The patient underwent head/liner exchange during I&d due to drug resistant bacteria infection.

Manufacturer narrative:
(B)(4). D10: unknown liner. G2: foreign: australia. Attempts have been made to gather all product identification information, and no further information has been provided. Proposed component code: mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.